Event description:
Pt alert (nurse call/page system) is disabled, when the bedside monitor's privacy mode feature is enable. The operting instructions do not mention the pt alert (nurse call/page system) is deactivated when alarms at the bedside are disabled. Only alarm signals at the bed! The customer has mvws (central monitor) on the 3rd floor in the physician's room at the intensive care station. 3 sirecust 7000's are at a private station on the 2nd floor. In the event an alarm should sound when privacy mode is on, no message is sent to the station. This presents a potential risk to pts, since info is delayed before reaching the personnel at the stations. Pcs danvers have already been informed in advance by telephone.